Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery. A 2.0mm x 150mm x 150cm, mr coyote balloon catheter was advanced for dilatation. However, during first inflation at 14 atmospheres for 30 seconds, the balloon ruptured. The procedure was completed with another of the same device. There were no patient injuries reported.